Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a "damaged battery". This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The customer does not want to be contacted. No additional information is available. The user interface module software version is colleague 2006(5.09.90).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of damaged battery was confirmed and but not reproduced during product evaluation. The root cause was found to be undetermined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.